Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of incident was 48 mg/dl. Customer was treated with carbohydrates for low blood glucose. Customer also reported that the retainer ring of the insulin pump was missing and the reservoir was not able to lock in place. It was unknown if the insulin pump was on auto mode. The insulin pump will be returned for analysis.